Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with barlow disease and mr grade of 4. The mitral valve had thickened posterior and anterior leaflets over the whole commissure. The clip delivery system (cds) was advanced to the mitral valve and the xtw clip was placed in central position with good mr reduction. However, because of the existing pathology of the valve there was still an mr of 2-3 in the center/lateral area of the valve. The physician decided to use a second cds, the cds was advanced to the mitral valve without any issues. The xt clip made a satisfactory grasp, and the clip was deployed. Echocardiography noted the clip was stable on both leaflets. However, after four minutes, echocardiography showed that the anterior leaflet was ripped partly out of the clip, but not worsening mr. Because the gradient was 4 mmhg at this point, it was decided not to add an additional clip. Two clips implanted, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to the reported tissue injury. The reported tissue injury appears to be related to challenging patient anatomical conditions. The reported patient effect of tissue injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.